Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 135 mg/dl and 65 mg/dl within 10 minutes on the aviva combo system. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.